Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose level was 58 mg/dl at the time of incident and current blood glucose level was 68 mg/dl. The customer alleged insulin pump was over delivering as the insulin pump was delivering micro basals when the customer had low sensor glucose level. The customer was treated with glucose tablets for low blood glucose level. The customer also reported high blood glucose level 331 mg/dl and the customer declined troubleshooting for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.